Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.